Manufacturer narrative:
(B)(4): physio-control has performed an evaluation of the device and has verified the reported issue. The device is no longer under warranty and the customer has not returned the device to the failure analysis center for additional device evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device no longer powered on. The customer attempted to replace the battery assembly but the device still exhibited the same power issue. There was no patient use associated with the reported issue.